Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they have stopped using their stimulator because it was not helping with their symptoms. Patient mentioned that they noticed this since they had the implant in 2018. Patient also mentioned that they had mrsa virus and had to have the ins replaced. Patient confirmed that they stopped using the ins including their current one due to both not helping with their symptoms and they did not know if it was ever really helpful. Patient then mentioned they had an MRI but were told they needed to turn their ins off but since they no longer use their ins, they no longer use their external devices as well and now they needed to access their therapy to confirm that their ins was off for an MRI. Agent sent a request to repair to replace the power adaptor cords.